Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was in communication loss with all devices being monitored both transmitter and bedside monitors. Nihoh kohden computer information technology systems technician (cits) logged in and restarted the host services and found that the server was intentionally restarted. The enterprise gateway was shut down and all host servers were rebooted. The nurse stated that facility had conducted reboots earlier today. Typically, this routinely happens once per week with different hospital devices. He assumes that this may have been part of that reboot. No power outages were reported today. After the host services were restarted, the cns was communicating with all the devices. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the telemetry transmitters and bedside monitors were being used in conjunction with the cns but no model and serial number information was provided by the customer.

Event description:
The nurse reported that the central nurse's station (cns) was in communication loss with all devices being monitored both transmitter and bedside monitors. Nihoh kohden computer information technology systems technician (cits) logged in and restarted the host services and found that the server was intentionally restarted. The enterprise gateway was shut down and all host servers were rebooted. The nurse stated that facility had conducted reboots earlier today. Typically, this routinely happens once per week with different hospital devices. He assumes that this may have been part of that reboot. No power outages were reported today. After the host services were restarted, the cns was communicating with all the devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was in comm loss with all bedside monitors (bsms) and transmitters being monitored. Nihoh kohden computer information technology systems technician (cits) logged in and restarted the host services and found that the server was intentionally restarted. The enterprise gateway was shut down and all host servers were rebooted. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests the root cause is determined to be the facility's network environment. Cits investigated the matter and noted the server was intentionally rebooted/restarted. The customer acknowledged the facility had conducted reboots/restarts earlier in the day, noting it occured once a week with different hospital devices. On 07/22/2020 a follow up call with biomedical engineer (bme) confirmed the issue was resolved, providing no further details. Review of serial number history found no recurrence of issue.

Event description:
The nurse reported that the central nurse's station (cns) was in communication loss with all devices being monitored both transmitter and bedside monitors. Nihoh kohden computer information technology systems technician (cits) logged in and restarted the host services and found that the server was intentionally restarted. The enterprise gateway was shut down and all host servers were rebooted. The nurse stated that facility had conducted reboots earlier today. Typically, this routinely happens once per week with different hospital devices. He assumes that this may have been part of that reboot. No power outages were reported today. After the host services were restarted, the cns was communicating with all the devices. No patient harm was reported.